Event description:
Patient in micu requires access for dialysis. Md performed bedside procedure for dialysis catheter placement. During placement the md encountered an inability to pass the guidewire through the catheter. The catheter was removed and replaced with a new catheter with no additional concerns. No patient harm was noted in the event. The catheter in question has been secured, as well as the packaging for review. The catheter is a bard power-tryalysis short-term straight dialysis catheter, 13f, triple lumen, 20cm in length, ref 5605200, lot# reht2535.